Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient thought their battery was "wearing down" because they had to charge their ins twice per day for the last two weeks. The patient hadn't recently been programmed or switched groups and hasn't had an overdischarge. They stated that with the weather they decreased the stimulation and then increased it back to a normal level and noted that they didn't turn the stimulation to a setting that would require more battery. The patient reported that they tried to charge their ins to 100% full and confirmed they received 8 coupling boxes while recharging. They were looking for help reprogramming to do "summer and winter settings". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that when asked what led to the issue of charging more often the patient noted that it seems like it's "just wearing out". They reported that they "re-did working options" and the issue had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.